Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event while performing peritoneal dialysis therapy. The patient reported experiencing abdominal tightness and had a drain volume of 1798 ml during drain five of five. The technical service representative (tsr) assisted the caregiver in performing a manual drain on the home patient. The manual drain volume was 1507 ml and the patient¿s prescribed fill volume was set to 2000 ml. The tsr arranged to swap the homechoice device and discussed the use of continuous ambulatory peritoneal dialysis therapy until the new device arrived. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. External and internal visual inspections were performed with no issues noted. The homechoice device passed returned instrument testing evaluation (rite) electrical testing but failed rite functional testing during a therapy start test for an unrelated issue. The pneumatic system test, volumetric accuracy test, and manual temperature test all passed with no issues noted. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.